Manufacturer narrative:
Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(6), ubd: 26-oct-2008, UDI#: (B)(4); product ID: 3888-33, serial/lot #: (B)(6), ubd: 20-sep-2008, UDI#: (B)(4); product ID: 3708220, serial/lot #: (B)(6), ubd: 11-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator and implanted leads with an extension experienced discomfort, soreness, and pinching with ongoing symptoms. During a reprogramming session, the occipital lead (connected into header number 2) was noted to have two contacts with medium-range impedances, and programming adjustments were made to reprogram around the impedances and obtain paresthesia coverage where desired. A second lead placed in the upper thoracic/lower cervical spine was also noted to have two contacts with medium-range impedances, and despite programming attempts for approximately20 minutes and increasing stimulation up to approximately 10 ma, the patient was unable to feel paresthesia on this lead. The patient reported being able to feel paresthesia in the past at approximately 1.0 ma. With increased stimulation, the patient reported a hot burning sensation at the lead site described as ¿a burning hot knife into the back,¿ and the burning sensation resolved almost immediately when the stimulator was turned off. The patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.